Event description:
Hosp personnel were performing a synchronized cardioversion on a pt, condition unknown. The device was charged but, according to the reporter, would not transfer the energy. Power was cycled to the device and proper operation was subsequently observed. No adverse affects to the pt were reported as a result of the alleged malfunction.